Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, exhibited a two tone alarm with no message on the screen. It was reported that troubleshooting was unsuccessful. Per reporter the bag is completely empty but should not be empty until the following day around 11:30 am. . No adverse patient effects were reported. No additional information is available at this time.